Event description:
On (B)(6) 2012, pt reported the up button on the infusion device does not function correctly. The protective rubber is coming off the button, and he is able to see metal underneath. This was first noticed 3 days ago. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.